Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Event description:
Pinnacle litigation records received. Litigation records alleges pain, injury, emotional distress, tissue and bone destruction, wear and excessive amounts of cobalt and chromium. Doi: 2005. Dor: (B)(6) 2011, left hip. Please see (B)(4) right hip.